Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal 500 mcg/ml intrathecal therapy via an implanted pump. The lioresal dose and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury. The patient's medical history and concomitant medications were unknown. The pump and catheter was explanted secondary to infection on (B)(6) 2015. It was unknown what led to the event. The patient was followed by the surgeon postoperatively and the pump and catheter were explanted without the representative being notified. They were not aware of any diagnostics, troubleshooting, or interventions performed. The pump and catheter was replaced on (B)(6) 2015 following the explant. The issue was resolved and patient status was alive with no injury at the time of this report. Additional information received from a healthcare provider (hcp) indicated the pump was placed in the patient's left lower abdomen and the catheter was placed at t-11. The intrathecal lioresal was being delivered at a dose of 32.37mcg/day; the lot number was unknown. Therapy dates were (B)(6) 2015-(B)(6) 2015 (date of explant). At the time of the event the patient was also taking oral baclofen. The patient first started to experience the infection on (B)(6) 2015 and underwent exploration of the pump pocket with irrigation, cultures, and re-closure on (B)(6) 2015. The infection was considered resolved as of the time of this report. The cause of the infection was not determined.